Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a 100 ml flow stop cassette worked for 30 minutes on pump (B)(4). Then, started beeping and alarming no disposable. His troubleshooting didn't fix. Put same cassette on pump (B)(4), and it ran for about 2 hrs. Then, no disposable pump won't run alarm. Writer assisted to troubleshoot issue, then put it back on pump (B)(4). Able to restart infusion without alarms. Cassette lot number, reservoir volume unknown. No patient injury was reported.